Event description:
The report states that "there was no patient involvement. It was reported that the battery hold down bracket was broken. Field service representative (fsr) replaced the bracket and the battery. Fsr performed functional check out, unit checks ok".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Returned for investigation was the ac3 battery bracket. Visual inspection of battery bracket was performed. One of the mounting screws was broken off. No other abnormality was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "battery bracket damaged" is confirmed. One of the mounting screws of the battery bracket was found damaged during visual inspection. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged mounting screw. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
The report states that "there was no patient involvement. It was reported that the battery hold down bracket was broken. Field service representative (fsr) replaced the bracket and the battery. Fsr performed functional check out, unit checks ok".